Event description:
Caller reported an issue with the pump displaying the incorrect time, which was off by more than five minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the issue, with instructions to follow up if the time discrepancy recurred. The caller understood and acknowledged these instructions.